Event description:
The customer obtained higher than expected vitros tropl es results when processing vitros high sample diluent b (hsdb) on a vitros eciq system. Vitros hsdb does not contain troponin I and the expected result is less than the level of detection for the vitros tropl es assay. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not process pt samples during the event. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the incubator subsystem, returning the vitros eciq to expected operation. Acceptable vitros tropl es performance has been observed following the service activity. The root cause of the falsely elevated vitros tropl es results is instrument related.